Event description:
The physician reported that during a pacemaker exchange, the subject lead (sorin ; focus t84f/920808 implanted on (B)(6) 1992) could not be fully inserted into the ventricular port of two reply dr pacemakers (serial numbers: (B)(4)). The physician reported that tightening of the set-screw (first pacemaker: (B)(4)) was made even though full insertion of the lead was not possible. Pulling on the lead resulted in extraction from the port. The ventricular setscrew was then loosened and visually checked to ensure absence from the port. Several unsuccessful attempts were made to fully insert the lead. The physician indicated that full insertion of the ventricular lead in the atrial port was possible including appropriate connection. It was also indicated that full insertion of the atrial lead in the ventricular port was not possible. Utilizing a second sorin reply pacemaker, and the same connection issues were incurred. The implant procedure was concluded with the second reply pacemaker and the use of an adapter connected to the subject lead.

Event description:
The physician reported that during a pacemaker exchange, the subject lead (sorin ; focus t84f/920808 implanted on (B)(6) 1992) could not be fully inserted into the ventricular port of two reply dr pacemakers (serial numbers: (B)(4)). The physician reported that tightening of the set-screw (first pacemaker: (B)(4)) was made even though full insertion of the lead was not possible. Pulling on the lead resulted in extraction from the port. The ventricular setscrew was then loosened and visually checked to ensure absence from the port. Several unsuccessful attempts were made to fully insert the lead. The physician indicated that full insertion of the ventricular lead in the atrial port was possible including appropriate connection. It was also indicated that full insertion of the atrial lead in the ventricular port was not possible. Utilizing a second sorin reply pacemaker, and the same connection issues were incurred. The implant procedure was concluded with the second reply pacemaker and the use of an adapter connected to the subject lead.

Manufacturer narrative:
(B)(4).